Manufacturer narrative:
Device is a combination product device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05776, 2134265-2014-05784. (B)(4) study. It was reported that st elevation myocardial infarction (stemi) and stent thrombosis occurred. In (B)(6) 2008, a 2.50 x 28 mm promus everolimus eluting coronary stent system was implanted in the proximal right coronary artery (rca) extending to the mid rca. In (B)(6) 2011, the patient presented with abnormal results from a nuclear stress test revealing inferoapical scar. Cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure were performed. The target lesion was a long, de novo, diffuse, and an in-stent restenotic lesion of the previously placed of 2.50 x 28 mm promus stent located in the proximal rca extending to the mid rca with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation followed by placement of three overlapping 2.50 x 20 mm, 2.50 x 24 mm, and 2.50 x 20 mm taxus® liberté® study stents. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented due to complaints of chest pain, shortness of breath, cough and respiratory distress and was hospitalized. Electrocardiogram (ECG) was taken and showed st elevation in ii, iii, avf, and v3 leads. Troponin and cardiac enzymes were also elevated. The patient was diagnosed with acute stemi and cardiac catheterization was recommended. At the time of event, the patient was only on aspirin. The study drug was last taken in (B)(6) 2014 and other antiplatelet medication was never taken during the course of the study. Coronary angiography was performed and revealed patent stented segment in proximal rca with no significant restenotic lesion beneath the thrombus; thrombus noted in mid rca. The 100% totally occluded stent thrombosis of the previously placed study stents and the 2.50 x 28 mm promus stent located in proximal rca and extending to mid rca was treated with aspiration thrombectomy and balloon angioplasty, with 0% residual stenosis. Two days post procedure, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and prasugrel.